Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented micro-volume inlet leaked from an unspecified location. This was observed during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: b5, d9, h3, h4, f10/h6: medical device problem codes (add code), f10/h6: component codes (update code), h6 (update codes), h11. B5: additionally, the spike vent of the device was missing and fluid leaked out of the inlet. H4: the lot was manufactured in december 2024. H11: the used device was received for evaluation. Visual inspection was performed which showed that the vent was missing; the missing vent would result in a leak. The reported condition was verified. The cause of the missing vent could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.